Manufacturer narrative:
The mammotome elite biopsy system is indicated to obtain tissue samples from the breast or axillary lymph nodes for diagnostic analysis of breast abnormalities. One mep10 from lot#f1162413d was received in fair condition. Evidence of use in a procedure was evident on the probe. The probe was connected to a holster for functional evaluation. Probe initialized as designed. Using chicken as a medium, probe was unable to obtain samples. The cutter was then cleared of breast tissue. Once cleared, the device functioned as designed. The customer holster was not returned for evaluation. Based on product knowledge, the reported event could be caused by a lack of vacuum. Without the customer holster a root cause cannot be confirmed. The inital voice of customer was deemed not reportable as no patient consequence was noted. However, due to the discovery of the tissue, this event was reassessed for reportability against the result of the investigation. Following consultation with our medical director, due to the potential to cause or contribute to death or serious injury as a result of potential missed or lost tissue samples, pursuant to 21 cfr §803, this failure mode was determined to be a reportable malfunction. Thus, we are submitting this medwatch report.

Event description:
The (B)(6) affiliate reported that the doctor pressed sample button many time, but no tissue acquired. It looked like acquiring tissue under ultrasound monitor.